Event description:
During normal ventilation, vent sounded a long beep shut itself down, immediately restarted itself and was blinking "reset" and beeping. It did this a couple times while resident was being connected to another vent. The vent was brought back to the respiratory office and connected to a test lung and the same alarm condition occurred several more times. No allegations of pt harm. Was in use with hme and 50 psi o2 at time. Was on ac power for approx. 10 hours prior to/during event.